Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headaches, coughing, dizziness,nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headaches, coughing, dizziness,nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device was completed by the manufacturer and found evidence of unknown contaminants, dust-like, all over the outside of the device, unknown white and black contamination (dust like), tiny gray potential hairs at the air input of the blower box, cut marks through labeling on bottom of the device, unknown sweet-like odor from the outlet seal of the blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the evidence of multiple contaminants were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.